Event description:
There was an allegation of questionable ise indirect gen 2 sodium results from the cobas 8000 cobas ise module. Patient 1 initial result was 133 mmol/l and the repeat result was 139 mmol/l. Patient 2 initial result was 133 mmol/l and the repeat result was 142 mmol/l. Patient 3 initial result was 128 mmol/l and the repeat result was 134 mmol/l. The repeat results were deemed correct.

Manufacturer narrative:
The field service engineer performed top and bottom washes and flushed the vacuum lines, bottles, and valves. The ise amp and sodium electrode were replaced and a full decontamination was performed on the ise and associated c702 water system. The investigation is ongoing.

Manufacturer narrative:
The electrode lot number and expiration date were requested but were not provided. The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility.